Event description:
The customer reported a leak on the luer after the patient was detached from an apheresis procedure. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the needle-less access from a trima accel set was received for investigation anda leak was confirmed at the joint between the manifold and the needle-less access port using pressurised air. The manifold was found to have stress cracks. Root cause: the description of the leak and the returned part indicate that this is likely related to a defective part from the vendor that occurred during assembly. Corrective action: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of this lot number showed other similar occurrences. Additional corrective action: an internal CAPA has been initiated to address leaks between the manifold and the needle-less access port.

Event description:
(B)(6).